Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had her insulin pump off for about a week while she was hospitalized and the insulin pump was not working. Customer brought the insulin pump into her doctor but they could not make it work. She did not elaborate as to why she was hospitalized. Nothing further reported.

Event description:
Customer reported that she had been hospitalized for a week and that the hospital removed the insulin pump upon her arrival. The blood glucose reading at the time of admission was 20 mg/dl. She stated that her diabetes educator informed her that the bolus wizard was not on, but that she ended up receiving three doses at once. She reported that her doctor was unable to successfully set up the insulin pump. She reported that the display was blank and the buttons unresponsive. The blood glucose reading at the time of the report was 270 mg/dl. Customer treated with manual injection. She stated that there was no physical damage to the insulin pump and that she was not aware of it being dropped or bumped, and that it had not been exposed to moisture or a MRI. She stated that the contacts on the battery cap were not missing or damaged and that the battery compartment and spring were not damaged or corroded. Nothing further was reported.